Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that at times the implant actually burned inside of him, it felt like it was cutting away from the body. The patient stated the burning was at the top of the stimulator and the stimulator was moving around. The patient had discussed this issue with the healthcare provider who directed them to go to the surgeon as they didn¿t know what would be causing the issue. There were no traumas or falls reported related to the issue. The patient mentioned he had not correlated the burning with anything like charging yet and remembered one time the implant was burning before he recharged. The patient was directed to follow-up with their healthcare provider. The indication for use was spinal pain.